Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse repositioned aspirate probe 2 and also changed the acid pump, which had some crust around the shaft indicating a slight leak. The fse then performed a total service call. The instrument has been repaired. The instrument is performing within specifications. The fse and customer will monitor the device to see if the problem returns.

Event description:
Discordant advia centaur cp troponin ultra results were obtained on patient samples. The results were not reported. There are no reports of patient intervention or adverse health consequences due to the discordant troponin ultra results.